Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment and found the image acquisition system (ias) was requesting motion calibration. Re-calibrated motion with no issues; performed multiple re-starts and multiple motion movements; however, could not replicate issue. The imaging system then passed the system checkout and was found to be fully functional. The site was advised about importance of starting the system and clearing e-stop prior to walking away from the unit, to allow completion of startup. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while testing the image acquisition system (ias), the user was prompted to calibrate motion four times. Each one of the prompts appeared after unplugging and re-plugging the umbilical cable. This was attributed to the remote desktop being open when disconnecting and re-connecting the umbilical. No patient was present during this event, so no patient demographics are applicable.